Event description:
Patient reported left side late seroma. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, g2, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "severe [capsular] contracture" baker grade iii, "folds" and "deformation of the breasts." The device remains implanted.